Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver ceased to function. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver, finding no observations related to the customer complaint. Attempted to perform a manual functions test on receiver and receiver will not turn on. Receiver was vibrating ever five seconds. The receiver case was opened and an interior inspection was performed and it passed. Performed troubleshooting on receiver battery and receiver, finding no issue with the battery. Did find on the receiver the microprocessor u4 to be defective and no signal at tp83. The complaint of the receiver ceasing to function was confirmed. The root cause was determined to be a defective microprocessor u4, post investigation.